Event description:
The customer reported to customer service that the power supply for her breast pump has exposed wires and sparked. No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that though she did see sparking from the exposed wires at the strain relief, she did not see fire, smoking, melting, or a breach in the transformer housing. She also indicated that no injuries were sustained as a result of the issue and that she would return the power supply. As of the date of this report, the power supply has not been received for testing/analysis. Sparking is indicative of at least one short in the dc cord. The product involved in the complaint was not returned for testing/analysis. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed. As a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011. Activities related to this notification are on-going.